Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing. The patient experienced an arrhythmia while climbing up the stairs and experienced what appeared to be a syncopal episode. Technical services (ts) was contacted and noted that there was a wide complex morphology. Ts also recommended reprogramming options. This electrode remains in service. No additional adverse patient effects were reported.